Event description:
Syringe pump programmed by nurse and double checked by a second nurse. The medication infusing was potassium phosphate and was programmed to run 2 ml in over 4 hours. After one hour and 7 minutes the pump was reading syringe empty. Nurse called in two additional nurses to recheck the settings on the pump and they agreed the programming was correct. The doctor was called to the bedside and notified about the infusion time of the medication. Levels were drawn to ensure patient safety and pump was removed from bedside for inspection. Patient had no adverse or side affects from this.